Manufacturer narrative:
(B)(4). The complaint mr290 chambers were not returned to fisher & paykel healthcare in (B)(4) for evaluation. The customer did not respond to our request for a device or photographs to evaluate. We also received no response to our request for further information. In the absence of any information or evidence of failure we are unable to determine what may have caused the problem reported by the customer. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers. Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure. Set appropriate ventilator alarm. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported that two mr290v humidification chambers were leaking and were probably cracked. This was found before patient use.

Manufacturer narrative:
(B)(4). The complaint mr290 chambers are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that two mr290v humidification chambers were leaking and were probably cracked. This was found before patient use.